Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating the ECG on the monitor was abnormal, so the monitor was immediately replaced to resolve the issue. It was clarified there was no patient harm related to the reported issue. The ECG lead was broken due to age.

Manufacturer narrative:
The following functional tests were performed: philips authorized service personal (asp) evaluated the device and confirmed the customer complaint of abnormal ECG due to a broken lead. It was determined that the lead was too old and required replacement. Analysis was performed and investigation has been completed. The engineer replaced the ECG lead for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone#(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the ECG on the monitor was abnormal, so the monitor was immediately replaced to resolve the issue. Based on the limited information received, the details of the alleged malfunction remain unknown, and it cannot be determined whether the device caused or contributed to any harm.